Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the uni-polar impedance was low and the bi-polar impedance was out of range. The p-wave amplitude decreased over the years. The lead is still in use. No patient complications were reported as a result of this event.